Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(4), 2011 reflected the incorrect manufacturing site. Therefore, a supplemental report is being submitted to indicate the correct manufacturing site as 6000094.

Event description:
It was reported that during a follow up visit, the device experienced a reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.